Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not delivering insulin. The blood glucose reading at time of call was 500mg/dl. The customer stated that he took 25 units with the insulin pump and 14 units with a manual injection. The customer also reported having unexplained high blood glucose. Troubleshooting was performed. The programming, time, basals, bolus, and daily totals were correct. The customer stated eating carbohydrates and not bolusing for them. No further info was provided.